Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that not all impedance values were in range. The ins was replaced. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Patient, device, and evaluation codes no longer apply. Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated all impedances were in range. The previous response was an error. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***